Event description:
I had these same injections about 7 years ago and they helped without any negative reactions. At (B)(6) my knees were beginning to become slightly painful. I again decided to try the synvisc injections again. This time I received a series of 3 synvisc injections in both knees instead of one knee. With the first injection in my left knee I was unable to straighten it out for 20 or so seconds. My knees got progressively worse with pain and mobility. I have been back to the orthopedic doctor 3 times to take out a fluid buildup in my right knee. The 3 separate aspirations were 33 to 38 ml on average. I have had to do this for 3 weeks in a row and will have it done again on the (B)(6) 2015. I am unable to get up from a seated position without extreme pain nor go up or down stairs. No solution to this problem has arisen so far and my ortho doctor is surprised at the physical reaction to these shots. I have been in this condition for the past 2 months. Diagnosis or reason for use. Re-leave. Minor knee pain.